Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via phone that the tip of an ar-1204as flipcutter broke off. All fragments were removed from the patient. This was discovered during use in a procedure on (B)(6) 2021. The case was completed by opening a new ar-1204as-100.

Manufacturer narrative:
Complaint confirmed, the device was returned with the tip broken. The cutter tip was returned with a fragment of the actuator tube. The distal end of the inner shaft is twisted. The cause of the event is undetermined, however a likely cause of the event is prying/leveraging the device during use.